Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to broken neck.

Manufacturer narrative:
Updated information: added the hospital and physician. Updated the explant date from (B)(6) 2018 to (B)(6) 2018. Updated incident description, event and evaluation codes.

Event description:
Allegedly, patient revised due to corrosion. (Right) additional information received from litigation on (B)(6) 2019. Allegedly, the patient was revised due to metallic debris resulting in pain, elevated ions, swelling, discomfort, and emotional distress. Added the catalog and lot numbers to the neck and stem. Added the hospital and physician. Updated the explant date form (B)(6) 2018 to (B)(6) 2018.